Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. The scope was sampled three times. During the first sampling, the scope tested positive for > 100 colony forming units (cfus) of proteus mirabilis and pseudomonas aeruginosa. During the second sampling, the scope tested positive for 5 cfus of pseudomonas aeruginosa. During the third sampling, the scope tested positive for > 100 cfus of proteus mirabilis and pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 2 colony forming units (cfus) of coagulase-negative staphylococci which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses an unspecified detergent during the pre-cleaning process. During the manual cleaning process, the customer uses aniosyme x3 detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses albyn medical (0.27 mm, 4.6 mm and 230 cm double brush) brushes. The scope is not manually disinfected. For automated endoscope reprocessor (aer) treatment, a getinge machine is used with dlc/ poka-yoka dlc detergent and poka-yoka apezlan aer b (disinfectant). The scope is stored vertically in a hysis drying cabinent. It was not specified if olympus is the maintenance company used by the customer. The scope was not sterilized. During the device evaluation, it was uncovered that the light guide cover lens was cracked. It was also observed that the plastic distal end cover had a dent. It was observed that the glue of the bending section cover was separated. It was also observed that the mouthpiece was damaged. It was observed that the universal cord had a wrinkle. Lastly, it was observed that the plug unit had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.